Event description:
Reportedly, the instrument's jaws locked across the lung tissue and the tissue had to be resected around the locked instrument to remove the instrument and complete the case. Procedure: unk. Pt status: no pt injury reported.